Event description:
A physician reports that following unilateral intraocular lens implant surgery, a patient is experiencing blurred vision, glare, shadows and difficulty with night driving. Topography found a central irregularity with a truncated bowtie. The referral physician tried a gas permeable contact lens and was able to correct the patient to 20/20. The referral surgeon expressed that she feels the corneal irregularities are likely the cause of 75% of the patient's problems.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by phone on 03/02/2007 and 03/20/2007. Add'l info was provided on 03/02/2007 and 03/21/2007.